Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on december 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator (date not reported), explant and re-implantation is planned but has not taken place as of the date of this report.